Event description:
The lay user / patient contacted lfs on (B)(6) 2011 alleging that their one touch ultra meter does not power on. The patient mentioned that the alleged issue with the meter began on (B)(6) 2011. Due to the alleged issue, the patient has been unable to test their blood glucose. On (B)(6) 2011, the patient contacted lfs for assistance and while troubleshooting with the customer care advocate (cca), the patient mentioned that they were experiencing shivering hands. The patient self-treated while on the phone and stated that he was feeling better after he started to eat his lunch. The patient did not seek any further medical attention or contact his physician for assistance. This is not the first time the product is being used. The patient denied any misuse of the product. The meter does not power on by pressing the power button. The alleged issue was not resolved via troubleshooting. The product was replaced. The complaint is being reported since the patient alleged that due to the meter not powering on he developed symptoms and had to self-treat with food.

Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been returned on (B)(4) 2012 and evaluated by product analysis (pa) on (B)(4) 2012 with the following findings: the meter was tested and the primary complaint was not confirmed. The meter was found to function properly. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. Lot # was not provided. The 510 (k) # is k001109. Patient is male.